Event description:
A distributor in (B)(6) reported that an mr370 reusable humidification chamber was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is en route to the manufacturer for inspection. We will provide a follow up report.